Event description:
The customer reported the system displayed a generator error message and thereafter failed to operate. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.